Event description:
It was reported that during a myocardial cryoablation to treat atrial fibrillation, a polarxfit catheter was selected for use. At the end of the case, a blood detection error occurred during right superior pulmonary vein (rspv) cooling; therefore, the device was replaced. It is unknown if blood was visible. The procedure was completed. No patient complications occurred. The device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the polarx balloons. The device was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the errors observed in the field. During balloon dissection an outer balloon blood detect wire split was found (image #8). This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
During a percutaneous catheter myocardial cryoablation a polarxfit catheter was selected for use. Blood detection error has occurred during right superior pulmonary vein (rspv) cooling at the end of the case; therefore, the device was replaced. It is unknown if blood was visible. The procedure was completed. No patient complications occurred. The device is expected to return for analysis.